Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no damage could be seen. The guidewire repo unit was tested to specification and passed. The root cause of the access site bleed was most likely use related as leaks can occur in the area of the blue butterfly when the tip of the butterfly is inserted into the access site. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was presented for electrophysiology (ep)/ablation and implanted with an impella cp device for mechanical circulatory support. While on support, there was bleeding coming from the blue butterfly of the guidewire reposition sheath of the impella cp. Upon arrival to the ICU, the dressing to the right femoral artery was saturated with blood and a large hematoma had formed. After multiple attempts to reposition the repositioning sheath and light pressure with a fem-stop, the physician elected to explant the device. It was reported that the patient was hemodynamically stable after impella cp explant.